Event description:
Device malfunction: sheath carving/vessel locator wings did not collapse. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. During step 3 (thumb advancer), the physician noted carving and depressed the safety release button to abort the procedure. The vessel locator wings did not collapse as expected. The device was removed with the vessel locator wings opened. Hemostasis was achieved with manual compression. There were no adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.